Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please see previous pc's for this patient as this is the 3rd revision following the primary. Patient has now presented with a swollen, hot and painful knee. On opening the knee the was clear evidence of infection with puss present. If yes, please describe: infection. If yes, date of revision surgery: (B)(6) 2021. Reason for revision surgery: removal, washout and new bearing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Event description:
A. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No. B. Was there any suggestion by anyone indicating that there was or may be deficiency with the product(s). If yes, please provide details. No. Infection.